Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.0mm, ticm120v4, -11.0/4.0/89 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2012. On (B)(6) 2019 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault and the problem resolved.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that a ticm120v4 12.0mm; -11.0/4.0/089 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2012. On (B)(6) 2019 the lens was exchanged for a vticm5 13.2mm; -8.50/3.0/091 (sphere/cylinder/axis) and the problem was resolved. Device evaluation: lens returned dry in a microcentrifuge vial with clear surgical residue /debris on product. Visual inspection found no visible damage to lens and residue on lens. Claim#: (B)(4).